Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for leadless pacemaker implant procedure. During procedure, it was observed that the right ventricle (rv) was perforated. The perfusion team was urgently called to manage the resulting pericardial effusion. The patient underwent emergency thoracotomy, but unfortunately, did not survive the event and passed away.

Event description:
New information noted that during the procedure, the physician retracted the device while simultaneously advancing the protective sleeve. Shortly thereafter, a sudden drop in the patient's vital signs was observed. Intracardiac echocardiography (ice) confirmed the presence of a pericardial effusion.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a catheter was returned in one piece without a device attached. Visual and x-ray examination of the catheter did not find any anomalies.